Manufacturer narrative:
Submit date: 12/03/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reported we have problems with an implanted palindrome. The sleeve (cuff) does not grow into the subcutan tissue. In this case the palindrome was implanted on the (B)(6) 2015. On the (B)(6) 2015 the catheter slipped out. Instructions were followed to water the sleeve before implantation.

Manufacturer narrative:
The date of this report was incorrectly reported as 10/25/2015. The correct report date is 11/25/2015.

Manufacturer narrative:
The product was reported as unknown, the product description is unknown and the lot number is unknown; however based on the sample that was received for evaluation, it was possible to determine that the product belongs to the palindrome product group. The manufacturing lot number associated with this complaint was not provided therefore a device history record (DHR) review was not possible. All DHR¿s are reviewed for accuracy prior to product release. The sample consisted of a palindrome catheter that presented signs of use (blood and dirt). A visual inspection was performed and it was evident that the cuff was present on the catheter. It can be noted that there was wear on it; however no defects were found on the cuff therefore it was not possible to confirm the reported condition. Based on the sample evaluation, it is not possible to establish the source of the reported event to determine if this condition is manufacturing related. Based on this investigation, the most probable root cause could occur during use caused by the use of sharp objects, repeated clamping or other similar damage as described in the instructions for use. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.